Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was dealing with some dislocation issues. Surgeon had performed their initial operation about 20 years prior, but was unable to give me the exact date. The charting did not go back that far. Surgeon believed the patient was dealing with instability due to poly wear and cup positioning. Back then, surgeon would use our srom stem and femoral heads, but implanted competitor acetabular components. He removed the 28mm +0 head, and removed a 52mm competitor cup. Surgeon reamed the acetabulum up to 58mm and implanted a 58mm gription multi-hole cup. He opted for the 58x36mm neutral liner. A trial reduction was performed with a 36 +0 head and found to be satisfactory. The real head was opened and implanted. The closing process began. Doi: 20 years prior, dor: (B)(6) 2020, affected side: left side.